Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial lead was dislodged during an atrial septal defect surgery and the patient had a sustained ventricular tachycardia while in the hospital. The whole system was extracted, and a new tachy therapy system was re-implanted. No additional adverse patient effects were reported.